Event description:
The customer received a blood glucose reading of 318mg/dl on the contour meter. An ambulance was called and the paramedic re-tested the customer"s blood and received a reading of 134mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was allegedstrip information was not provided but meter information was given. The test strips are to be returned for evaluation.replacement test strips and new meter were sent to the customer